Event description:
It was reported that the customer had issues with the infusion sets getting stuck in the serter during insertion. Customer's blood glucose level was 130 mg/dl. Customer also had tape sticking to the serter. Customer was advised to return the serter. Customer also had no delivery alarms during manual priming. Customer stated that his blood glucose level was 119 mg/dl at the time of the incident. Customer was advised to call back if the issue recurs. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.